Event description:
The customer received analyzer alarms and questionable ion selective electrode (ise) results for three patient samples. The samples were repeated on "cobas 2." Of the data provided, only the following results for two patient samples were discrepant. Patient 1: initial testing was from an aliquot processed by the modular preanalytic analyzer (mpa). Initial sodium result was 131 mmol/l and the repeat result was 142 mmol/l. Initial chloride result was 114 mmol/l and the repeat result was 103 mmol/l. Patient 2 on (B)(6) 2014: initial sodium result was 141 mmol/l and the repeat result was 148 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer did not think the patients were adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative determines there was a fluidic failure on the ise. He checked the ise electrodes, replaced the ise sipper and pinch tubing and decontaminated the ise fluidics lines. The customer requested he replace the ise probe. He performed an ise probe alignment. The field service representative performed an ise check and an ise precision check. Results were all within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.